Event description:
Patient alarming from inside room with an outside alarm coming across central (specific alarm not noted). Upon entry into room by rrt, the vent startup screen was visible, as if the vent had just restarted itself. The patient was breathing without issue through the circuit and by the time rrt arrived bedside, the vent had automatically begun to ventilate again (exact settings not noted). The patient remained ventilating with new settings placed by rt at bedside, while a new vent was set up and ready within minutes. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). Logs and file downloaded and sent to manufacturer. They are actively involved with this and similar issues on their nkv-550-u devices.